Event description:
It was reported the deep brain stimulation system was removed, due to infection. No pt symptoms, treatments, or outcome were reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.